Manufacturer narrative:
We checked the returned unit and confirmed that the image cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the image. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
There was no report of patient harm. Video image failure(cloudy).